Manufacturer narrative:
The report of a mid09 (air trap assembly) error message was reproduced during functional testing of the thermogard xp ivtm console (sn (B)(4)) performed at the customer site. The event log was reviewed and confirmed the occurrence of multiple mid09 error messages. Based on the evaluation, the issue is due to a faulty airtrap block. Additionally, the secondary reported issue of leak observed on the start-up kit (suk) was unable to be confirmed as the suk was not returned for evaluation. Based on the evaluation, it is likely that the airtrap block was damaged due to the report of leak on the suk. The thermogard console is a reusable device and was manufactured on 08 dec 2011 and has exceeded its expected service life of five years. As part of routine reservice, the console was examined and found no other issues. After replacement of the airtrap block, the console was further tested and passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and (B)(4) was reported on 27 sep 2017 for the thermogard console sn (B)(4) for the same mid09 error message.

Event description:
As reported, the user observed a mid09 (air trap assembly) error message on the thermogard console (sn (B)(4)) and a leak on the start-up kit (suk). The user inspected the console and found that the suk airtrap was damaged. The issue was observed during console set-up, no patient was involved with this event. Another thermogard console was used for the patient's ivtm treatment. No further issue was reported.